Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the second smart coil evaluated. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of both smart coil revealed that the coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not correctly seated inside the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. Further evaluation of the returned device revealed that during the functional analysis, both smart coils could not be advanced through the demonstration microcatheter. The offset coil windings likely contributed to the smart coils inability to be advanced through the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00509.

Event description:
The patient was undergoing a coil embolization procedure treating a ruptured anterior communicating aneurysm using penumbra smart coils (smart coils). During the procedure, while attempting to advance two smart coils through another manufacturer¿s microcatheter, the smart coils kept getting stuck inside the hub of the microcatheter; therefore, they were removed. It should be noted that the physician was able to advance the smart coils out of their introducer sheaths on the back table. The procedure was successfully completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.